Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed, but one gripper did not come down. Troubleshooting was performed but without success. The cds was removed from the patient anatomy. Outside the patient anatomy, the gripper arms were tested and the gripper arm did come down. A new clip was deployed, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.